Event description:
It was reported that the ilet device¿s screen was cracked and became unresponsive, preventing normal operation and prompting an exchange. Symptoms included no injury or adverse clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included product troubleshooting and user education on the exchange process. Investigation of this case revealed a damaged display assembly consistent with physical damage, resulting in loss of touch functionality and inability to use the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.